Manufacturer narrative:
A review of the complaint history, drawings, device history record, instructions for use (IFU), manufacturing instructions, quality control, and visual inspection of the returned device was conducted during the investigation. The device history record was reviewed and no nonconformities were related to the described failure mode. To date, a further search of our complaint records revealed this complaint to be the only reported complaint associated to the complaint lot number. There is no evidence to suggest that product was not manufactured to current specifications. During physical examination of the complaint device, following was observed: one ultrathane percutaneous catheter was returned in three segments. It appears to have been cut. The first segment contains the hub and the beginning of the suture. Water was injected through the first segment with no leaking observed in the suture hole. The second segment contains the loop with two suture holes at the proximal and distal ends of the loop. There does not appear to be any damage to the suture holes. A leak test could not be performed due to there not being a hub to apply flow. The third segment contains the distal segment of the catheter. There is no apparent damage to the catheter besides it being cut. No biomatter present. Based on the information provided, examination of the returned product, and the results of our investigation; a definitive root cause could not be determined. Measures have been initiated to address this failure mode. The appropriate personnel have been notified and monitoring will continue to be performed for similar complaints.

Manufacturer narrative:
(B)(4). The event is currently under investigation. A follow-up report will be submitted upon receipt of additional information or completion of the investigation.

Event description:
International customer reported that the ultrathane percutaneous catheter feeding tube was leaking at an unspecified time following initial implant. The circumstances and handling conditions leading up to the event are not known. The device was completely explanted and a replacement ultrathane percutaneous catheter was implanted. There are no further adverse patient consequences associated with this event. The device is not available for examination. No further information was provided.